Event description:
It was reported that the pt underwent a hysterectomy in 2005. During removal of the uterus, the tip of the blade hit the small intesting near the douglas fossa and the intestinal tract was drawn into the sheath. The small intestine was damaged to the point of the serosal muscle layer and the area of the injury was sutured. Additional tissue was not dissected. Surgery time was extended 30 minutes. No further intervention was required and there was no adverse outcome to the pt.